Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a transcatheter prosthetic heart valve implantation using a 7f sheath. No imaging was taken of the access site prior to proglide use. Reportedly, after opening the feet with the footplate lever in step 1 and pulling back the device to the vessel wall, the device came out of the vessel with the feet partially open. The device was noted to be damaged. Another proglide was used to achieve hemostasis; however, a non-abbott device and manual compression were also required to achieve hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a transcatheter prosthetic heart valve implantation using a 7f sheath. No imaging was taken of the access site prior to proglide use. Reportedly, after opening the feet with the footplate lever in step 1 and pulling back the device to the vessel wall, the device came out of the vessel with the feet partially open. The device was noted to be damaged. Another proglide was used to achieve hemostasis; however, an angioseal and manual compression were also required to achieve hemostasis. There was no reported clinically significant delay in the procedure. Subsequent to previously filed report, additional information was received: after opening the feet with the footplate lever completely in step 1, and pulling back the device to the vessel wall, the device came out of the access site and was seen on the skin surface. The feet were only partially open. When returning/lowering the footplate lever, it was observed that the feet did not retract into the guide. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.